Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation, verified that the handpiece was getting hot. After testing of cap temp, turbine was getting loud and handpiece locked up. This failure was caused from bur bearing. Also found debris built up in head from bearing failure.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use and burned a patient and the doctor. No intervention was required.